Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed all sensor functional tests; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found that there was telemetry only when pushing on the left side of rf (radio frequency) head connection of the programmer; rf head connector found loose on the lem (link electronic module) pcb (printed circuit board) assembly. The ECG (electrocardiogram) connector was also found loose on the lem (link electronic module) pcb assembly. Floppy disk drive was no longer working; floppy disk drive found out of electrical specification. The system fan was noisy and the latch tab on cord door was broken off. It was noted the hinge plate screws and wireless symbol were missing. (B)(4).

Event description:
It was reported the programmer wasn't working. No further detail available. The programmer was returned for repair/refurbish. There was no patient involvement indicated.